Manufacturer narrative:
The reporter provided some information regarding event as the treating physician; however, she was not the primary oncologist or surgeon for this patient and as such was unable to provide all of the requested information regarding current drug regimen and suspected cause of event at the time of this report. The lot history for this serial number (work order 10263305) was reviewed and no nonconformities pertaining to this serial number were noted on the device history record. Catheter dislodgement is a known complication to hepatic artery infusion therapy and is published in the codman IFU. Catheter dislodgement may occur due to the initial surgical technique of placing the catheter, but migration may occur slowly over time. The investigation will remain open to obtain more information from the primary oncologist as to specific cause of the adverse event; if further information is received from the primary oncologist, it will be filed in a supplemental report.

Event description:
Patient admitted (B)(6) 2020 with a codman pump place 2 years ago at another institution. Reporter does not suspect pump has malfunctioned as the patient had it refilled 2 weeks age and was actively receiving chemotherapy. Reporter suspects that the catheter tip became dislodged from the lumen of the artery. They requested a special bolus needle so they may investigate further. Reporter institution performed a pump study/angiogram to confirm that the pump catheter tip was partially out of the lumen on the gastroduodenal artery (gda). When the pump was accessed and contrast was injected into the catheter, contrast filled the hepatic arteries but also extravasated outside of the vessel lumen. A stent graft was placed across the gastroduodenal artery stump in order to exclude the hepatic artery infusion catheter, and prevent any further bleeding from the partially malposition catheter tip. At the time of this investigation and report, patient was reported as stable.